Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported by the hcp that there was something wrong with the patient's device - according to the caller, error code power on reset (por) was showing up on the patient programmer (pp). The hcp was to reach out to a manufacturer representative (rep) for assistance. No patient symptoms reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.